Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had poor image. The event was found during a laparoscopic surgery procedure which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation the customer's allegation was confirmed. According to the investigation, product analysis confirmed that the device exhibited smear in the image due to deformation of cable unit. Moreover, additional issue of scope not rotating smoothly due to damage on coupler unit and water tightness lost, due to deformation of cable unit were identified. No other issues were found. Based on the results of the investigation, a probable root cause is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had poor image. The event was found during a laparoscopic surgery procedure which was completed using the same set of equipment. There were no reports of patient harm.